Event description:
It was reported to boston scientific corp that a wallstent flamingo esophageal stent was used in an esophageal stenting procedure on an 87 year old male patient (weight unk) in 2007. According to the complainant, following the procedure, "... The patient complained of dysphagia and was unable to swallow his own saliva. The patient was gastroscoped [the following month] and the proximal 10cm of the flamingo stent was observed to have extensive tumor penetration. [The] ... Covering appear[ed] to have blistered with holes between the [interstices: of the stent. On [the following day]... Another gastroscop[y] was performed [and] a 15cm esophageal ultraflex esophageal stent [was] successfully placed within the 12cm flamingo." Reportedly, '[t]he patient had no serious adverse events due to the tumor penetration and following the ultraflex [esophageal stent] placement ha[d] resumed a moderate diet."

Manufacturer narrative:
The device remains implanted; therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined. A device history record review and product family complaint trend review are in progress; results will be provided in a follow-up medwatch report.